Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that an aspiration failure occurred during a cataract procedure. The procedure was completed after replacing the product with another one. There was no patient harm. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, a lot history and device history record review were not possible. One sample was returned for this complaint. The sample was visually inspected and no obvious defects were found. It was noted that the drain bag was detached from the cassette cover due to saturation. The sample was functionally tested and passed all aspects of functional testing. The sample was able to reach a maximum vacuum within specification. The irrigation and aspiration flow rates were within specification. No leakage occurred during testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. The manufacturer internal reference number is (B)(4).